Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2016 with the following findings: the review of the black box data and the alarm history showed consecutive call service alarms 054, 052 and 012 on a single date. However, the original complaint could not be duplicated during the actual investigation. The ez-prime steps were performed correctly with no call service alarm occurrences. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board or to the cgm (continuous glucose monitoring) module.